Event description:
It was reported that the patient had his spectra conceal penile prosthesis replaced with a 3 piece inflatable penile prosthesis due to patient dissatisfaction: "spectra bends upon penetration". No patient complications were reported in relation with this event.